Event description:
The pt called lifescan and alleged that their meter was reading inaccurately high. The pt reported a result of 230 mg/dl on their meter. They reported no symptoms at the time of testing. They stated that they contacted emergency services. They reported a second result of 128 mg/dl, but it is not known if this result was from a medical professional or from the pt's meter. Treatment was reported as none. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt performed two control solution tests; both failed. A replacement meter has been sent.